Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the phenomenon was due to insufficient reprocessing or handling.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, there was a foreign material in the nozzle. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.